Event description:
Note: this report pertains to an exalt model d single-use duodenoscope and a dreamtome rx 44 used in the same procedure. It was reported to boston scientific corporation that an exalt model d single-use duodenoscope and a dreamtome rx 44 used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the dreamtome rx 44 was inserted through the exalt model d single-use duodenoscope, it could not go through its working channel. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of this event was reported to be stable.

Manufacturer narrative:
Impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.